Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during the procedure, the arterial single roller pump stopped right after the bypass was initiated. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during the procedure, the arterial single roller pump stopped right after the bypass was initiated. There was no report of pt injury.

Manufacturer narrative:
Correction: report number on initial report was incorrect. It should have been 9611109-2015-00440 but was labeled as 9611109-2015-00000. This follow-up and future follow-ups will be reported with the correct number.

Manufacturer narrative:
On (B)(4) 2016, sorin group received communication from the FDA that the initial report for this event was never received. This was the result of a typo in the initial filing (submitted (B)(4) 2015). The initial report was erroneously submitted under report number 9611109-2015-00000. This error was immediately noticed and a supplemental report (follow-up #1) was submitted on (B)(4) 2016 stating what had occurred. The follow-up report stated that the initial was filed under the wrong report number, but it did not contain the information contained in the initial. For clarity, the company is submitting this MDR as a combined initial/supplemental report that includes all currently known information about this event. Therefore, the prior filed supplements are obsolete. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filled on behalf of sorin group (B)(4). Sorin group received a report that during the procedure, the arterial single roller pump stopped right after the bypass was initiated. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported error. The pump was opened and all connectors were reseated. The voltage coming to the switch was checked and no issues were observed. A functional verification was performed without issue and the customer ran the unit for 72 hours without further error. The unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during the procedure, the arterial single roller pump stopped right after the bypass was initiated. There was no report of patient injury.

Manufacturer narrative:
A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has not been made aware of any additional issues with the reported unit following the service visit. Evaluated on site by livanova rep.